Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 300 units. The customer's blood glucose level was 130 mg/dl. The customer changed the cartridge and the issue was resolved

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 300 units. The customer's blood glucose level was 130 mg/dl. Reportedly the customer will continue to use the pump for insulin therapy.